Manufacturer narrative:
As viewed through the returned packaging, the device positioning unit (dpu) and the coil were found severely entangled, knotted, and protruding outside the sheath. Located at the protrusion site on the sheath is severe mechanical damage to the sheath resulting in an opened skive. The coil was found damaged in multiple sections. The coil's socket ring was found pushed down inside the outer sheath. The resheathing tool was returned severed into two pieces. The resheathing tool has a ductile fracture that required external force. No material defects were found to the resheathing tools severed ends. The most likely root cause to the dpu and the coils protrusion outside the sheath was due to mechanical sheath damage that resulted in an opened skive. The resheathing tool was most likely responsible for the sheath damage. The circumstances of exactly how and where this damage occurred cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint.

Manufacturer narrative:
The procedure was coil embolization of vertebral top artery aneurysm. Characteristic of the vessel was not provided. No patient information was provided. The event happened during preparation. While opening the package of the presidio ((B)(4), complaint product), the physician noted that the dpu wire did not appear to fit properly into the introducer sheath. He nonetheless attempted to deliver the presidio in the excelsior sl10 (stryker, type either str or s), but was unable to peel away the introducer sheath of the presidio. The coil was damaged during this attempt. The presidio was safely withdrawn from the patient and was replaced for a new one (lot unknown). The procedure was successfully completed with no further issues. There was no patient injury reported. It is unknown whether the microcatheter was replaced. The procedure was conducted in accordance with the IFU and the constant flush was maintained. No damage was reported to the device after the procedure. The coil was returned for analysis. As viewed through the returned packaging, the device positioning unit (dpu) and the coil were found severely entangled, knotted, and protruding outside the sheath. Located at the protrusion site on the sheath is severe mechanical damage to the sheath resulting in an opened skive. The coil itself was found damaged in multiple sections. The coil's socket ring was pushed down inside the outer sheath. The resheathing tool was severed into two pieces. The resheathing tool was found to have a ductile fracture that required external force to induce. No material defects were found to the severed ends of the resheathing tool. The most likely root cause of the protrusion of the dpu and the coil outside the introducer sheath was due to mechanical sheath damage that resulted in an opened skive. The resheathing tool was most likely responsible for the sheath damage. The circumstances of exactly how and where this damage occurred cannot be determined. A review of the manufacturing documentation associated with this product lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint is not confirmed; therefore no corrective action is warranted at this time. Evaluation summary attached.

Event description:
The procedure was coil embolization of vertebral top artery aneurysm. Characteristic of the vessel was not provided. No patient information was provided. The event happened during preparation. While opening the package of the presidio (pc4100517-30/j10428, complaint product), the physician noted that the dpu wire were not fit properly into the introducer sheath. However, he attempted to deliver the presidio in the excelsior sl10 (stryker, type either str or s) and failed to peel away the introducer sheath of the presidio. Therefore, the presidio was safely withdrawn from the patient and was replaced for a new one (lot unknown). Afterwards, the procedure was successfully completed with no further issues. There was no patient injury reported. It is also unknown if the microcatheter was replaced or not. The procedure was conducted in accordance with the IFU and the constant flush had been maintained. No damages were reported on the device after the event. The complaint product is going to be returned for evaluation. Additional information received from the affiliate indicated that it was reported that no damage occurred after the procedure. While opening the package, the physician felt that the introducer sheath of the complaint product was different than usual, however he attempted to deliver it and failed to peel away. During that time, the coil would be damaged. Final analysis found damage coil.